Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image would not appear on the display due to a faulty cable. Additionally, an e224 communication error was noted and the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was not displaying an image. According to the initial reporter, the unit was not recognizing that the camera had been plugged in. Reportedly, this was noted during preparation for a diagnostic procedure. The intended procedure was completed using another device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image and error code e224 were due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.